Manufacturer narrative:
Sample was received for evaluation. DHR - lot 3276920, conformed to the specifications when released to stock failure analysis - the valve was visually inspected: marks were noted on the silicon housing, under the needle guard. The valve was leak tested: needle hole in the needle chamber was noted. The valve passed the tests for programming, occlusion, siphon guard, reflux and pressure. No root cause could be determined for the valve; as the technician was unable to confirm the programing problem reported by the customer. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the valve was implanted on (B)(6) 2019 via l-p shunt. An initial setting was unknown. However, when the setting change was attempted, it was unable to change. It seemed that the valve stuck at one part and seemed not good in flow under the under fluoroscopy. Therefore, it was replaced with a new valve on (B)(6) 2019. After the revision, it was observed that the blood was in the valve. The patient is doing well.